Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 367 mg/dl. Pt took meds based upon the result and drank orange juice. Pt later passed out. Emergerncy medical technicians were called and they gave pt three vials of concentrated sugar and transported pt to the hosp. At the hosp pt was given an IV and a lab value was 47 mg/dl. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.